Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found and damaged at implant.

Event description:
It was reported during the implant procedure that the lead kinked inside a kinked introducer separating proximal part of distal rv coil. The lead was not implanted. No patient complications have been reported as a result of this event.